Manufacturer narrative:
H3 other text: placeholder.

Event description:
Follow up.

Manufacturer narrative:
The sample is indicated as unavailable for evaluation. However, an image was provided and a review is in progress. Once completed, a follow-up report will be provided.

Event description:
In two different patients, the percutaneous catheters at the junction point between the silicone and plastic connector have been broken, evidenced through the leak of infused parenteral nutrition. Both catheters are from the same batch and both events occurred on the same day.